Event description:
It was reported the patient was experiencing ineffective stimulation from his scs system. As a result, the patient's lead was repositioned during surgery on (B)(6) 2015. Effective stimulation coverage was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.